Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial loosening at the cement to implant interface. Depuy cement manufacturer. It also states that the original attune fb tibial tray and fb ps insert were replaced with a size 4 attunerevision fb cemented tibia base, a 14mm x 50mm revision cemented stem, and a size 6 20mm fb ps tibial insert. There was no remnant of bone cement on the underside of the original tibial base. Doi: (B)(6) 2015 dor: (B)(6) 2018 left knee.